Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred outside the pt. During a percutaneous coronary intervention (pci) workshop, the physician reported that on an unk date, he found a taxus liberte stent released from the balloon, outside the pt. No pt complications were reported. Pt status reported as "stable". Additional info was requested but not provided.